Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with v-care medium (34mm) cup, item 60-6085-201a, lot 201912091, that occurred (B)(6) 2020 at (B)(6) hospital. It was reported that the v-care came apart during a case. Additional information obtained indicates the issue occurred during a robotic total laparoscopic hysterectomy. When the first assist went to remove the uterus using the v-care during the colpotomy, the v-care disassembled. The balloon was left inside the patient's uterus but was retrieved after uterus removal by dissecting the uterus. Once the balloon came off in the uterus, the disassembled v-care fell into pieces, all pieces were removed and accounted for. They extracted the uterus and the surgeon closed the patient; the procedure was completed successfully. There was no reported impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
H10: the reported complaint of device breakage and falling apart is confirmed. Conmed received one 60-6085-201a in opened original packaging. The reported lot number was verified. A visual inspection was performed; the device was received disassembled. All pieces of the device were noted to be received. The inner diameter of the green cup measured at .206 in and considered to be within specification. The inner diameter of the blue cone measured at .195 in, the measurement is out of specification on the high end. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of five (5) complaints for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.